Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device could not confirm the report on band deployment difficulty. All of the ligator device components were returned for evaluation except for the irrigation adapter. From the additional information received, the user mentioned that three bands were successfully deployed prior to this observation. However, all six bands (five black and one amber band) are present on the barrel. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled, and each band was successfully fired. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled, but had a few beads that displayed some flash. A lab meeting was held with operations to heighten awareness of the flash. Manufacturing performed an evaluation and the flash was acceptable. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use cautions the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The instructions for use also directs the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The user mentioned that the device was used on varices that were small in size. The instructions for use caution the user: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use cautions the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The instructions for use also directs the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. After the mbl-6 was installed, the handle was turned to fire the band but it didn't fire [band will not deploy]. After removing the endoscope, another product was installed to finish the procedure.